Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the physician assistant indicated that the cause of charging every other day was because the parameters were set high and that was why the patient had to charge so much. No interventions were taken to resolve the issue. The patient indicated that the issue was resolved.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that patient was charging every other day. Patient was redirected to follow up with the health care professional (hcp) to look at the recharging data and call back to calculate the normal charging frequency for patient's settings and usage. Patient was scheduled to see the hcp on (B)(6). No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.